Event description:
The pt stated, that his blood glucose was elevated to 220 mg/dl. His normal blood glucose range is 120-150 mg/dl. To correct his blood glucose, the pt gave himself an insulin injection via syringe. The pt stated that, he believes the elevated blood glucose is due to frequent e4 (occlusion) errors. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.